Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was found to be broken near the y-piece. This was found during patient use. The hospital commented that it happened once before ("a couple of months ago"), but the hospital could not provide further information. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the expiratory limb revealed a break approximately 92 mm away from the patient end connector. Small yellow areas of discoloration were observed approximately 63 mm away from the patient end connector. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine definitively the root cause of the broken expiratory limb. However, the customer additionally noted that they were using the circuit for 23 days until it broke. The customer also noted that the were "aware of the recommended seven day circuit change, but chose not to follow". The rt265 circuit was used for longer than the intended maximum use of seven days, which can be found in the user instruction of the rt265 circuit. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. - set appropriate ventilator alarms. - this product is intended to be used for a maximum of 7 days.